Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an attempted implant, the lead could not be fixated when it was placed on the left ventricle. The physician tried several times to reposition the lead but was unsuccessful. The lead was not implanted, and there were no adverse consequences to the patient.